Event description:
It was reported that during the post operative period of time the right ventricular (rv) lead became dislodged. The lead had low r waves and high thresholds. The physician repositioned the lead the following day. The lead remains in the patient and is performing optimally. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 305c25, lead, implanted: (B)(6) 2009. (B)(4).